Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The broach broke inside the patient. Update (B)(6) 2016, follow-up from the sales rep indicates the post broke off the broach.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the post broke off. The root cause is attributed to material wear out. The date code a0509 indicates the product was manufactured in may of 2009 and is 7 years old. A two-year search of the complaint database by product code found no additional reports for the post breaking. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.